Manufacturer narrative:
D10 concomitant products: gia6025s, gia6025s gia 60-2.5sgl use reload stap, (lot # p2g0524); unknown gia, unknown gia product, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, the blade of the cartridge popped up the moment the handle was installed and opened after the staple was mounted. The cartridge was loaded successfully but then popped off when the handle was attempted to be put together. Another cartridge was used but the same issue occurred. There was no patient injury.